Event description:
The customer reported to olympus, the evis exera iii xenon light source displayed an e216 error (scope communication error) and had endoscopic image disturbance (stripes and colored pixels). The customer also reported that the same e216 error occurred with different evis exera iii xenon light source. The issue was found during preparation before use inspection for an unspecified procedure. Endoscope contacts and the light source socket were cleaned by the customer and there were no reports of procedural delays. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: b30 error (scope communication error), and the socket showed traces of water. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   New information added to the following field: h6. Correction on field d9 (date returned to manufacturer was inadvertently added on the initial medwatch) and h3 field. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.